Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that this is a duplicate complaint and has previously been reported. Please see MFR report # 0001831750-2013-06906 for information regarding this event.

Event description:
It was reported via repair work order that the side rails could not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Rwo was cancelled.

Event description:
It was reported via repair work order that the side rails could not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.